Event description:
The customer reported being hospitalized due to high blood glucose, and he was treated with manual injections to control his glucose level. Troubleshooting was performed. The time and date on the insulin pump were correct, but the boluses and basal rates did not add up correctly in the daily totals. Instructed the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.